Manufacturer narrative:
The lead has not been returned. Should additional information become available or should this lead get returned, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was not capturing. It was determined the lead had dislodged. The lead was explanted and replaced. There were no adverse patient effects reported.